Manufacturer narrative:
Device evaluated by MFR: inspection and testing of needle (a2110) did not confirm the complaint. The analysis did not detect any problem with the returned device. Vi system testing was passed successfully; the needle was operated several times in I-thaw mode with no issues. The returned needle's electrical properties were within specifications.

Event description:
It was reported that during a cryoablation procedure using three ice rod cx needles, the patient exhibited muscle stimulation and the icefx system displayed an I-thaw error message in channel 1a. The procedure was completed using passive thaw after the second freeze cycle. It was further reported that during test, one needle displayed an I-thaw error message in channel 1. The needle was moved to channel 4 and retested with no issues and proceeded with the case. The first freeze cycle was conducted with no issues. After two minutes of passive thaw, I-thaw was engaged. The patient was under conscious sedation and complained about sharp pain. I-thaw was stopped and each needle was started to identify which was causing the issue while passive thaw continued. Due to continued switching of channels during troubleshooting, it could not be identified which needle was the source. At the request of the patient, a second freeze cycle was performed. The muscle stimulation occurred again and was described as more pressure than pain; therefore the freeze cycle was completed. Passive thaw was then used to remove the needle. The doctor reported the patient was discharged with no issues.

Event description:
It was reported that during a cryoablation procedure using three ice rod cx needles, the patient exhibited muscle stimulation and the icefx system displayed an I-thaw error message in channel 1a. The procedure was completed using passive thaw after the second freeze cycle. It was further reported that during test, one needle displayed an I-thaw error message in channel 1. The needle was moved to channel 4 and retested with no issues and proceeded with the case. The first freeze cycle was conducted successfully. After two minutes of passive thaw, ithaw was engaged. The patient was under conscious sedation and complained about sharp pain. Ithaw was stopped and each needle was started to identify which was causing the issue while passive thaw continued. Due to continued switching of channels during troubleshooting, it could not be identified which needle was the source. At the request of the patient, a second freeze cycle was performed. The muscle stimulation occurred again and was described as more pressure than pain; therefore the freeze cycle was completed. Passive thaw was then used to remove the needle. The doctor reported the patient was discharged with no issues.